Manufacturer narrative:
Supplement 01 medwatch submitted to the FDA on 27/aug/2021. The device has not been returned for analysis. A device history record (DHR) review was performed as the lot number was provided and the device was not returned. The subject product met all specifications and requirements in effect at the time of manufacture. There are no other complaints against this lot number and issue, af03509.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 22/jun/2021. A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of "helix-could not be removed from tissue" as follows: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Troubleshooting: helix stuck in tissue: I. Use a suitable accessory through the primary channel to apply counter traction to the tissue around the helix, and pull the helix free. Ii. Once endoscopic techniques have been exhausted, utilize laparoscopic techniques to remove the helix. Adverse events possible complications that may result from using the endoscopic suturing system include, but may not be limited to: conversion to laparoscopic or open procedure, intra-abdominal (hollow or solid) visceral injury.

Event description:
Device malfunctioned and became stuck in tissue causing a small perforation.